Event description:
1999 - lumpectomy left breast with reconstruction with silicone implants. Multiple breast procedures and implant exchange 1999 to 08/2002. Now has marked capsular contractures, right greater than left. Massage and other conservative therapy without improvements. Pt underwent bilateral capsulotomies and implant removal. Implants removed intact. No evidence of bleed. Augmented with h.p. Silicone implants.